Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an upper gi scope procedure performed on (B)(6) 2022. During the procedure, the clip initially failed to rotate and then rotated abruptly. When the operator attempted to deploy the clip, the device would not fire, as the handle would not fully close. The clip eventually deployed; however, it did not release from the catheter. They were able to retract the closed clip through the scope. The procedure was completed with another clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not fire.